Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will not be revised at this time. The recipient will be managed with programming adjustments. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electrode migration. A CT scan confirmed an incorrect electrode position. Revision surgery will be scheduled.